Event description:
Three weeks post implantation while still in the hospital recovering from the implant procedure; the patient was diagnosed with a slow upper and lower gi bleed. The patient had no previous history of gi bleed. The source of the bleed was believed to be from gastropathy/gastritis or peptic ulcer exacerbated by an elevated inr. As a result, anticoagulant therapy was held, and they were transfused a total of five units of packed red blood cells (prbc's) over the next several days.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced gastrointestinal bleeding (gi bleed). Multiple endoscopies were performed to access and diagnosis the bleed. All anticoagulation was held while the patient received a total of five units of packed red blood cells. The patient was reported to have been discharged from the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.